Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an "equipment disabled: therapy" error. The device failed the therapy deliver test when performing operational check. There was no patient involvement.